Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that a system displayed a system message and there was no vacuum from the handpiece during a procedure. The handpiece was exchanged to complete the case. There was no patient harm.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, the phaco handpiece was retuned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 4, 2014. Based on qa assessment, the product met specifications at the time of release. A handpiece was received for evaluation. A visual assessment of the handpiece revealed discoloration and cut on the handpiece cable. The handpiece was connected to a calibrated system and attempted to be primed/tuned. The handpiece could not prime/tune and caused the system to generate a system message (sm). The connection between pin 9 (ground) and pin 8 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 8 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. Water ingress and discoloration of electrodes were observed. No additional test was performed. The reported event of ¿handpiece could not aspirate¿ could not be confirmed. Therefore, the root cause cannot be determined conclusively. The cause of the observed sm can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).